Manufacturer narrative:
This report is submitted on may 9, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site; resulting in the decision to explant the device. Explanation of the device is planned; however, it is unknown whether this has yet to occur as of the date of this report.